Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open lower anterior resection, when firing into the rectum in order to make the anastomosis, the safety lever was removed and the handle was squeezed even when the green line did not appear. After firing, it was seen that there was poor staple formation and the staple line was incomplete in the purse string area. The donuts were also incomplete. A new purse string was created. Another device was used to and additional resection was done for a new anastomosis.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the safety latch was broken as a result of rough handling. Functional testing found the instrument did not fully close, however when instrument handle was rearranged the instrument was able to close and show green indicator. The wing nut functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media (2 pads/4 layers) with the complaint anvil producing acceptable results for staple formation. Pusher-fingers and knife advanced when the handle was squeezed, and the knife cut the media cleanly and completely for a proper donut. The device also produced all audible, tactile and visual indicators during the functional testing. Additionally, complaint anvil with instrument was fired; and it was confirmed that when proper media and gap tissue is met, the knife could make the expected impression on mylar. It was reported that the staples did not form as expected, and were missing from the staple line after firing. Also, the donut formed poorly or was missing completely after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by forcing the instrument to perform a complete firing while not achieving the green indicator and/or not completely removing the safety latch; device was forced to fire without the corresponding tissue gap. The scenario is to attempt to complete the firing while the device handle is forced until breaking the safety latch component; and instrument body crack, broke or split consequently the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the anvil and instrument are properly engaged, and green bar is visible in the indicator window prior squeezing the handle for firing to avoid unacceptable staple formation and/or an incomplete knife cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.